Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on an (B)(6) 2018. According to the complainant, during the procedure, the balloon was inflated to 10 atm instead of 10mm. It was also noted that the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was inflated to 10 atm instead of 10mm. It was also noted that the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Correction: lot#. Investigation results: a visual examination of the returned complaint device found that the balloon was torn longitudinally. Based on the investigation performed, the failure reported may be related to user error. The directions for use (dfu) states that the pressure of the balloon should not be over the maximum allowed which is 8 atms; however, the customer applied 10 atms to the device, leading to the overinflation and burst of the balloon. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; the dfu states that the pressure of the balloon should not be over the maximum allowed. A search of the complaint database revealed that no other complaints exist for the specified lot.